Manufacturer narrative:
(B)(4). Batch # :unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anastomosis procedure, shooting is performed with the necessary technique by the supplier, it is evident that the procedure and tissue cutting were not performed. During the procedure, reloading is carried out and it is evident that the anastomosis and resection of the tissue were not performed.